Event description:
Crews responded to a cardiac arrest, disposable defibrillation electrodes were attached to the patient and the device was p0wered on. Reportedly, the device indicated connect electrodes and use of the device was inhibited. The device operator wiggled all cables and checked all connections at that point the device started to operate. The device returned a shock advised decision, but did not deliver a shock as it had 'stopped working' again. The als provider arrived on scene almost immediately after the shock advised indication; the patient was transferred to their care. The reporter stated the patient's outcome was not a result of device operation. The reporters opinion based on an assessment of the patient' viability.